Event description:
A customer reported a cartridge change error with their pump, leading to a blood glucose level of 556 mg/dl. The customer addressed the high blood glucose by administering a correction injection via multiple daily injections (mdi) and did not require third-party assistance. Technical support instructed the customer to remove the cartridge, inspect the o-ring, clean the pneumatic tap area, and reload the cartridge following on-screen instructions. Initially, the customer could not load the cartridge onto the pump due to insufficient insulin in the cartridge. After filling a new cartridge, the customer successfully loaded it and resumed insulin delivery.